Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the reported event of a ¿pump unable to be reach speed¿ alarm was not confirmed. The centrimag motor (serial #: (B)(6) was returned to abbott for analysis. The motor underwent resistance and insulation testing and passed. The motor was run on the lab test centrimag system and passed. The motor was forwarded to the service depot for analysis. The returned motor was evaluated. The reported event of ¿pump unable to reach speed¿ was not able to be duplicated or confirmed. The motor was tested with a lab test console and flow probe and the motor always operated as intended at all set rpm speeds. There were no error messages at any point. The motor cable was inspected, and no issues were found. A full functional checkout was performed, and the unit passed all tests. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device will be provided with the device evaluation results. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that an alarm occurred with centrimag motor. The message displayed on console was ¿ pump unable to reach speed¿. The console is a new 2nd generation console, so motor issue is suspected. Motor to be returned for evaluation. No further information as provided.